Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Device evaluation found that only some components were returned: the plunger, cuffs, link and needle tip were not returned. The whole monofilament was returned loose, there was a knot formed about 4 inches from the rail end and the knot was locked; which does not match the reported cuff miss experience. There were 4 suture tails and all the ends were clean cut. It appeared that the suture bight was cut to free the suture from the artery because it was locked. The probable root cause for the knot lock is related to user error, a knot lock can occur when the operator inadvertently pulls the non-rail end when advancing the knot. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second perclose at was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.